Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported reservoir leak. Customer states leak past the first o-ring. Customer's blood glucose is 476 mg/dl at the time of call. Explained leak could be air bubbles in the reservoir that is expanding during filling. No further information reported.